Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2011 with a bifurcated, suprarenal aortic extension, and a limb extension. The patient had an annual follow up, and the computed tomography noted a leak. The patient was then referred to angio lab for selective run offs to determine where leak was coming from. The selective angio demonstrates what appears to be a type 3b material leak at bifurcation. The physician has scheduled the patient to have his graft relined with a new bifurcated graft on (B)(6) 2015

Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib endoleak was confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units had been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review identified the following factors that may have contributed to the patient outcome: misuse of the device due to the right common iliac artery aneurysm diameter of greater than 2.3 cm, an aortic neck length of less than 15mm; and aortic neck diameter change of 30 percent. Additional factors included: a tortuous right common iliac artery (near 90 degrees); moderate calcifications within the iliac arteries; and patient use of anticoagulation treatment.